Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2013. Approximately 9 years, 8 months later was revised on (B)(6)2022. Patient required revision surgery for issues including but not limited to polyethylene wear, bone loss, osteolysis, instability and/or component loosening. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. H6. Investigation results- there is no specific optetrak logic device information provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. There is no other information available.

Manufacturer narrative:
H11. Updated/additional information ¿ b5. G1. G2. G4. H6. The revision reported was likely the result of polyethylene wear and osteolysis as stated in the operative notes. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the polyethylene wear and osteolysis cannot be determined as the device was not available for evaluation, and radiographs or photographs were not provided.

Event description:
Revision operative report of 14-dec-2022-postoperative diagnosis: failure of left total knee. Revised to competitor's devices. Indication: severe poly wear, impending catastrophic failure of tibial implants. Negative for sepsis. Severe tibial bone loss, structural and cavitary, extending approx. 40 mm distal on the medial condyle, large cavitary and distal cavitary central and distal and posterior structural bone loss on the femur. Complex revision left total knee for purposes of severe bone loss. Femoral and tibial specific implants. The patient was aroused from anesthetic, brought to recovery room without incident. No other information is available.

Manufacturer narrative:
Concomitant: (B)(6), 200-03-32 - one peg patella 32mm. (B)(6), 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. (B)(6), 02-010-03-0240 - logic cr femoral cem, left, sz 4. The product associated with the reported event is within the scope of recall [z-0021-2022]; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.